Event description:
It was reported that during a cardiac surgical procedure, the cardiosave hybrid intra aortic balloon pump (iabp) displayed an autofill failure error. The patient did not respond following return from extracorporeal surgery. The patient died. Nursing staff did not confirm that the patient¿s death was a consequence of the device error.

Manufacturer narrative:
Updated fields - b4, d9, e2, e3, g3, g6, g7, h2, h3, h6(medical device ¿ problem code, type of investigation, investigation findings, component codes), h11 corrected fields - b5, d1, d4(version or model, catalog, UDI), d8, d10, g2. A third-party engineer evaluated the unit for the reported malfunction. A simulator test was repeated, but a balloon with a leak was used. The device exhibited the same error reported by the customer. The pneumatic module leak test, all manifold test, compressor output test, and compressor cycle test all passed. The battery maintenance test failed on both batteries. It is unclear if the batteries were expired. The engineer concluded that the reported failure was a result from using the device with a leaking intra-aortic balloon. The engineer completed preventive maintenance (pm). The batteries, pressure reserve filter, vacuum inlet filter, buna-n 1-008 n70 o-ring, and safety disk were all replaced.

Event description:
It was reported that during a cardiac surgical procedure, the cardiosave hybrid intra aortic balloon pump (iabp) displayed an ¿automatic fill failure¿ error. According to the hospital¿s clinical engineering manager, the patient did not respond following return from extracorporeal surgery. The clinical team attempted to use the cardiosave device for reversal; however, the device displayed an automatic inflation failure error and could not be used. No adverse event was internally recorded by the institution at the time of the occurrence. The patient died. Nursing staff did not confirm that the patient¿s death was a consequence of the device error.

Manufacturer narrative:
E. Initial reporter: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.